Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The esc button was sometimes not responsive. The insulin pump alarmed failed battery test. The insulin pump alarmed again after troubleshooting. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc, act button. Connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, unexpected restart test, self test, off no power test and all operating currents tested within the spec range. The insulin pump was monitored and tested with no failed battery test, blank display and low battery alarm noted. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.